Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to high blood glucose at 5:00 pm. Patient's blood glucose at the time of issue was 1100mg/dl and was treated with intravenous insulin infusion. Patient was hospitalized for 2 days. Patient tested positive for ketones. No further information available.